Manufacturer narrative:
Exemption number e2016018. This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to (B)(4) laboratory in (B)(4). The history files were read out and analyzed. During the analysis of the history files several device alarms 2120 could be detected. Further on the date of occurence an air rate alarm could be detected. The sample was subjected to a visual and functional examination. A self test could be successfully performed, the delivery mode could be started without any problems and a long term test was performed. The complaint could be not confirmed. The pump operate within our specification. A wrong handling of the disposable article could not be excluded.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "display showed infusion, but not infusing."